Event description:
A journal article reported a retrospective review of prospectively collected data comparing consecutive outcomes of pts undergoing roux-en-y gastric bypass for morbid obesity. A total of 568 pts received peri-strips dry with veritas collagen matrix staple line reinforcement (psdv) of the linear and/or circular gastric staple lines from 2007 to 2009. The average age was (B)(6); 77% of the pts were female; the average bmi was 46.1 +/- 7.1 and 96% of the pts who received the psdv had their surgery done laparoscopically. It was reported that the pt needed a blood transfusion within the first ten days post-op. A source other than the gastric staple lines could not be identified.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The journal article is attached: collagen matrix staple line reinforcement in gastric bypass in surgery for obesity and related disease (2010;8: 185-189). Medical device reports submitted for the same journal article are manufacturer report number: 2183620-2012-00069, 00070, 00071, 00072, 00073, 00074, 00075, 00076, 00077, 00078, 00079.